Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they have been having a lot of issues with their stimulator for quite some time, but have not had a chance to call so they have just been suffering with it. Patient stated they need the stimulation to be higher, but they can't because they feel the stimulation and it kind of makes them weak. Patient noted with their first implant they never felt any stimulation and it helped them because they were able to ramp it up without feeling the stimulation. Patient stated they were not told that they would feel the stimulation with this battery. Patient also commented that the healthcare provider (hcp) did not replace their leads and, had they put new ones in, the patient could have mris. Agent reviewed information including role or rep and nas and the patient was redirected to their healthcare provider to further address the issue. Pt called back wanting help to get a hold of the rep. Pt reported they had been having issues with the implant. Pt feels stimulation and if pt turns it up it makes pt feel weak and bothersome. Also, the leads were left from the previous ins and not eligible for MRI. Pt wished they were explained what they were getting themselves into when implanted. Reviewed the role of rep and the process of contacting the rep. Pt called back and reported they need to get a different stimulator and new leads. Pt said they wanted to get in touch of their rep to see if they talked to the doctor yet and to check on what needs to be done. Pt mentioned when they got their new ins over a year ago, they were not informed well enough how it works. Pt said they can feel the ins pulsating in their back and leg. Pt also mentioned they are under the impression that there is a new battery that doesn't make them feel that way because they cant handle it anymore. Pt said they are in the lowest number and they still feel a little bit and really needs to be turned up to help them. Pt also said they left the old leads for probably about almost 12 years and its not compatible with MRI which their neurologist like to do. Agent sent an email for rep request. Agent redirected pt to their hcp and provided nas phone number if they didn't got a response from the rep. Pt said they cant find the number of the new hcp but they found another doctor the rep told them. Patient called back and mentioned that they wanted to have a different stimulator. Agent asked, patient mentioned that they're more comfortable discussing it with their rep. Agent sent a message to the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.